Event description:
It was initially reported that a patient evaluation was scheduled for a possible lead pull. Additional information received reported that one lead migrated up to t2 and the patient would be scheduled for a revision soon. Supplemental information has been requested and when received a report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient ; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported the patient's revision was scheduled for (B)(6)2013.

Event description:
Additional information stated the patient had "developed so much epidural fibrosis that the placement of two new leads was unsuccessful". The patient was referred to a neurosurgeon "for placement of a paddle lead". The patient's battery was reported to have been "not programmed" at the time of the additional information. Additional information further stated the patient's paddle lead implant had not yet been scheduled.

Event description:
Previous report noted two new leads could not be placed due to epidural fibrosis. This informationw as incorrectly reported in this report. Refer to manufacturer report # 3007566237-2013-02284 for report filed on epidural fibrosis causing lead placement to be unsuccessful.